Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 53mm diameter abdominal aortic aneurysm. It was reported during the index procedure that the device was removed from packaging and appeared intact. The device was prepped and flushed per protocol and advanced over the wire. While delivering the device the physician noted that the back screw gear of the delivery device was bent and only partially attached. The physician was able to manipulate the back thumb wheel and the back screw gear to deploy the top cap for suprarenal fixation and deploy the device successfully. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system returned with the back-end wheel screw gear and hypotube broken. The hypotube was jagged and uneven at the break site indicating it may have been kinked prior to break. The screw gear had broken at the distal end on an uneven pattern. The break site was consistent with force having been applied to the handle. If the hypotube break had occurred prior to flushing the device a leak would have been detected from the break site. Therefore, it appears the break occurred post device prep possible due to the handling technique used. If information is provided in the future, a supplemental report will be issued.